Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Based on the clinical file sent. Prior to and during the first charge attempt, the log recorded loss of ECG signal. This is typically an indication of poor coupling with the patient skin. Unless the device records a valid impedance and can view the patient ECG, the device discharge will be prevented. In the log, the device was manually disarmed by selecting a new energy. After that, the ECG signal becomes clear and all remaining shock attempts are successful. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiopulmonary arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.